Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye after the patient was unable to adapt to the iol. The patient experienced subjective visual disturbances, which persisted for six months. Daily activities were significantly affected. The symptoms were initially observed during a post-operative examination. No vitrectomy, sutures, incision enlargement, or medication was required. There was no delay in procedure. The end-user did not seek any medical attention. There was no patient injury. Another johnson & johnson iol was implanted as replacement (different model, za9003, different diopter of 22.5). No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 27, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned, and no conditions that could contribute to a visual disturbance could be identified. Based on the return condition of the lens, no further evaluation could be performed on the lens. The complaint issue (hm-visual disturbance- dysphotopsia) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.